Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarm two pump errors. Customer was assisted with pump error alarm troubleshooting. Customer's blood glucose level was unknown at the time of incident. Customer stated that the pump errors did not occur during rewind process. The troubleshooting could not be completed as the errors were explained the customer got upset with troubleshooting procedure. The alarms were not cleared during troubleshooting. The insulin pump will not be returned for analysis.